Event description:
It was reported that needle filter blunt fill 18x1-1/2 separated from hub. The following information was provided by the initial reporter: this is a report about needle/hub separation. The customer reported as follows: during aspiration of drug solution, needle/hub separation occurred with the needle staying in the rubber stopper of the vial.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-12. H6: investigation summary: it was reported that during aspiration of a drug solution, needle / hub separation occurred with the needle staying in the rubber stopper of the vial. To aid in the investigation, one sample and four photos were provided for evaluation by our quality team. The sample came with the needle assembly inserted into an empty vial. A visual inspection was performed finding no defects or imperfections. Additionally, the sample was connected to three different syringes; 10ml, 3ml and 1ml. In each test, the needle assembly was connected to the syringe and removed from the vial with no issues. The four photos provided show the sample received. A device history record review was completed for provided material number 305211, lot number 9189523. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle filter blunt fill 18x1-1/2 separated from hub. The following information was provided by the initial reporter: this is a report about needle/hub separation. The customer reported as follows: during aspiration of drug solution, needle/hub separation occurred with the needle staying in the rubber stopper of the vial.